Manufacturer narrative:
An fst evaluated the device. Customer had shifted weight to the front of the device when going down a curb cut which caught the footplate and flipped customer out of device. Fst replaced the footplate and bracket. The unit is working properly.

Event description:
Provider alleges while consumer was operating the unit he let go of the joystick to come to a stop and the unit allegedly rolled an additional 3 feet into the road. The chair allegedly tipped over with the consumer in it.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges while consumer was operating the unit he let go of the joystick to come to a stop and the unit allegedly rolled an additional 3 feet into the road. The chair allegedly tipped over with the consumer in it.